Event description:
It was reported that the right side inter-unit interface of the pcu began smoking during use and was burned. On inspection the hospital biomed found one of the contacts was missing and one contact was recessed. There was no patient harm. A copy of the medwatch report from FDA was received, which states "when the nurse was attaching the syringe channel to the pump, smoke started coming from the pump. Disconnected the device from the wall outlet. No untoward patient effects."

Manufacturer narrative:
Bd technical support troubleshooting with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the right side inter-unit interface of the pcu began smoking during use and was burned. On inspection the hospital biomed found one of the contacts was missing and one contact was recessed. There was no patient harm.